Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported cracks and chipping in the insulin pump casing and reservoir compartment, insulin squirts out, during priming, had a failed battery test alarm and the buttons were less responsive. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with broken battery cap, broken reservoir tube lip and missing reservoir tube o-ring. Device received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify failed battery alarm, prime or fill anomaly, rewind anomaly, grinding noise, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.